Event description:
It was reported, that there was a suction loss during fragmentation with liquid optics interface (loi). The laser procedure was completed successfully. There was no patient injury or surgical intervention needed. This report is 2 of 2.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text.

Manufacturer narrative:
Correction; in the initial report it was not added that the catalys system was also checked as a result of the suction loss and no issues were found. The cause was related to the liquid optics interface. The system was performing to specifications. Section d9: device available for evaluation: yes, returned to manufacturer on 04/04/2023 section h3: device evaluated by manufacturer yes device evaluation: one (1) opened liquid optics interface received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.